Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicates that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Not available.

Event description:
Revision of an accolade I hip stem and 36mm +5 lfit head. Resmod stem, 32 ceramic head and x3 liner re-implanted. Patient came to doctor's office with complaint of hip pain. The trunnion was worn off like a pencil and notched. Therefore, the head wouldn't stay on and it wore a hole into the poly. This was the cause for the revision. This was a right hip revision.